Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, cracked reservoir tube and cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 171 mg/dl. Alarm and possible causes were explained to the customer. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.